Manufacturer narrative:
Although the customer initially reported a their battery pack was depleted. Analysis of the AED's log files identified that the battery pack had only entered a battery low state as a result of the customer running excessive battery pack self tests. The review identified that the AED functioned as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known.

Event description:
A customer reported that their AED's battery was depleted. When tested with a spare battery pack, it powered on and prompted a service code. The customer did not report this occurring during patient use.